Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 26-sep-2016: no response was received to follow-up attempt. Regulatory authority number was received ((B)(4)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 285 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted for sterilization and around 10 years later, she experienced excessive blood loss during menstruation. Essure was removed 11 years after insertion. She did not recover. This bleeding, interpreted as menorrhagia, is listed in the reference safety information for essure. Although, in this case, the excessive bleeding started ten years after essure insertion, considering that essure may cause change in bleeding patterns, a causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 14-mar-2017: no further information received from patient. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted for sterilization and around one year later experienced excessive blood loss during menstruation (intense menstrual bleedings) and rejection hypothyroidism by own immune system nickel (interpreted as autoimmune hypothyroidism). Essure was removed 11 years after insertion. Menorrhagia is an anticipated event in the reference safety information for essure, autoimmune hypothyroidism is unanticipated. Menses pattern changes may have multiple causes including anatomical and hormonal etiologies. Given the nature of the event menorrhagia, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be totally excluded. Considering the pathophysiology of autoimmune hypothyroidism, and the local effect of essure in the fallopian tubes, causality was excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 25-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005 for sterilization. On (B)(6) 2015, the consumer experienced excessive blood loss during menstruation, rejection hypothyroidism by own immune system nickel, fatigue, joint complaints, and weight gain. Essure was removed on (B)(6) 2016. The outcome of the events excessive blood loss during menstruation, rejection hypothyroidism by own immune system nickel, fatigue, joint complaints, and weight gain was not recovered / not resolved. Reporter causality: the relationship between excessive blood loss during menstruation, rejection hypothyroidism by own immune system nickel, fatigue, joint complaints, and weight gain and essure (ess205) was not reported. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted for sterilization and around 10 years later, she experienced excessive blood loss during menstruation. Essure was removed 11 years after insertion. She did not recover. This bleeding, interpreted as menorrhagia, is listed in the reference safety information for essure. Although, in this case, the excessive bleeding started ten years after essure insertion, considering that essure may cause change in bleeding patterns, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been required.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 27-jan-2017: information received from a legal advisor via letter in which legal advisor holds bayer liable for the damage caused. Myalgia was added as event. Events outcome updated. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted for sterilization and around one year later experienced excessive blood loss during menstruation (intense menstrual bleedings) and rejection hypothyroidism by own immune system nickel (interpreted as autoimmune hypothyroidism). Essure was removed 11 years after insertion. Menorrhagia is an anticipated event in the reference safety information for essure, autoimmune hypothyroidism is unanticipated. Menses pattern changes may have multiple causes including anatomical and hormonal etiologies. Given the nature of the event menorrhagia, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be totally excluded. Considering the pathophysiology of autoimmune hypothyroidism, and the local effect of essure in the fallopian tubes, causality was excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: updated quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6)-year-old female consumer who had essure ((B)(4)) (fallopian tube occlusion insert) inserted for sterilization and around one year later experienced excessive blood loss during menstruation (intense menstrual bleedings) and rejection hypothyroidism by own immune system nickel (interpreted as autoimmune hypothyroidism). Essure was removed 11 years after insertion. Menorrhagia is an anticipated event in the reference safety information for essure, autoimmune hypothyroidism is unanticipated. Menses pattern changes may have multiple causes including anatomical and hormonal etiologies. Given the nature of the event menorrhagia, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be totally excluded. Considering the pathophysiology of autoimmune hypothyroidism, and the local effect of essure in the fallopian tubes, causality was excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected.